Event description:
Related manufacturer report #: 2017865-2024-22320. It was reported that there was abrupt battery depletion observed on the implantable cardioverter defibrillator (ICD). The ICD was found to have reached the elective replacement indicator (eri) on (B)(6) 2024. Transmission on (B)(6) 2023 had estimated 2.6 - 3.1 years of remaining battery life. The patient was brought into clinic for a follow up and it was confirmed end of service (eos) was reached (B)(6) 2024. It was also observed that the right atrial (ra) abbott lead pacing impedance was less than the lower limit. The pacing and high voltage impedance for the non-abbott right ventricular (rv) lead was also low. No capture was present on both the ra and rv leads. The patient was pending a procedure for replacement. There were no adverse patient consequences.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Upon receipt, the device was unable to be interrogated. The loss of communication was due to low battery voltage. A device evaluation was performed, and no sources of high current were noted. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Telemetry, impedance, sensing, and pacing functions of the device were tested and found to be normal. The battery analysis by the manufacturer revealed no anomaly that would cause premature battery depletion. The cause of premature battery depletion could not be determined.

Event description:
New information received notes the leads could not be tested through the implantable cardioverter device (ICD) prior to explant. During the case, the abbott right atrial (ra) and non-abbott right ventricular (rv) lead were tested via the pacing system analyzer (psa) and sensing, thresholds and impedance were all within normal limits. The leads were connected to the new ICD and programmer, and all were within normal limits. No visual damage was observed on the leads. There was no issue or complication with patient before, during and after the procedure.